Event description:
A PICC line was placed through the scalp vein for tpn only. Correct placement was confirmed using contrast and an x-ray. Subsequent dressing changes by the nurses documented the length of the catheter external to the scalp had no changes. Two months later the child was worked up for sepsis. No blood could be withdrawn from PICC for culture and sensitivity (c&s). Contrast was injected to confirm the placement of the line it was discovered that the PICC was coiled in the left sigmoid sinus.